Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received power error due to non-sleep anomaly software error.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer's blood glucose level was 11.2 mmol/l. The customer was able to clear the alarm but unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for the analysis.